Event description:
Customer reported of receiving an extra sponge inside of the sponge, (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available

Manufacturer narrative:
Upon completion of the investigation it was noted that the corrective action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation for lot 585801 was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A (B)(4) was opened to retrain all the operators that had worked on this product and lot #. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.